Manufacturer narrative:
Additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure of the spine it was observed that the angle attachment device did not spin when engaged. It was reported that there was no delay as an unspecified spare device was available for use. There was patient involvement. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The previous report stated the device was returned and evaluated. However, the original device (B)(4) was not returned for evaluation. As of this date, the device has not been returned and therefore, the reported condition cannot be confirmed and/or duplicated. Please note that the evaluation in the previous report was sent in error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was found that the unit reflected heat in the elbow and in the base. It was also observed that the bearings and gear on the back end were corroded / worn. It was determined that the cause of heat in the mid-section was due to the heat transferring from the back end. It was further determined that the build-up of corrosion on the bearings and gear in the back end was consistent with creating heat from normal use over time. The back end gear and bearings were worn due to their age. It was determined that the failure was due to strain/wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.